Event description:
It was reported the pt's scs lead was explanted and replaced with a model 3214 scs lead due to the pt desiring increased coverage of his pain pattern. The new scs lead provided the pt with the desired coverage.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.